Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a cuff tear occurred (B)(6) 2019. The shoulder prothesis was changed into a reversed shoulder prothesis. Helmet head was removed and replaced by a glenoid baseplate, a humeral cup and a glenosphere. Primary surgery occurred (B)(6) 2017.